Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the partial lead in segments was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the device did not meet the clinician's longevity expectations for the programmed settings and therapy usage. The device was explanted and replaced. The right ventricular lead r-wave amplitudes had decreased since implant, and the physician was concerned that the remaining margin was insufficient to accurately detect ventricular fibrillation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.